Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2013 with the following findings: the pump powered on during testing with a blank screen and appropriate audible and vibratory tones. The pump was opened, and the display screen was found to be cracked.

Event description:
The patient contacted animas on (B)(6) 2013 and reported that after falling, the pump's display screen gradually faded and then became blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.